Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a left groin exploration via preperitoneal approach with removal of all previous mesh, cooper's ligament reconstruction with bio absorbable mesh, including femoral hernia repair due to left groin pain with densely adherent mesh and left femoral hernia and right spigelian hernia. The patient underwent an additional surgical revision.